Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on an unknown date. According to the complainant, during the procedure, it was difficult to withdraw the distal tip of the catheter from the stent after deployment. The procedure was completed with this hot axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.